Event description:
Information was received from a consumer in regards to a patient who was being treated with prialt (unknown concentration, dose, and lot number) intrathecal therapy via an implanted pump. The pump's indication for use was listed as non-malignant pain and complex regional pain syndrome. The patient's medical history consisted of allergies to elavil and erythromycin; a half a pack a day smoker; manual vacuum aspiration (mva); and headaches. Concomitant medications were noted as gabapentin and k-dur. The consumer reported that on (B)(6) 2015 the pump was implanted and the patient experienced a sudden onset of an "insanely bad" burning sensation only at the pump site. The day of the implant is when the issue began. The patient left a message for the healthcare provider (hcp) on (B)(6) 2015 and was waiting to hear back from the hcp. The patient was using vicodin from the hcp, but the patient was still experiencing the burning sensation and was not getting any relief. On (B)(6) 2015 the hcp reported that a complete blood count (cbc), basic metabolic panel (bmp) were performed and found to be within normal limits. An abdominal x-ray was performed and found to be unremarkable. As an intervention to resolve the burning sensation and the patient not getting any pain relief, the hcp changed the patient's oral pain medication from norco to oxycodone. The cause of the patient's symptoms was determined to be post-operative pain. The hcp reported that the patient's symptoms had resolved. On (B)(6) 2016 the patient reported that the pump and catheter had been removed. Per the patient the date of explant was end of (B)(6) due to infection. The patient stated that they did not have any medicine in their pump, it was infected before it was filled with drug, "stuff was pouring out of the incision."

Event description:
Additional information received reported that the patient's pump was removed on (B)(6) 2015 as cultures came back positive for an e. Coli infection. The cause of the infection was unknown, and the patient was placed on 500mg of keflex orally. The patient had experienced symptoms of drainage from their pump incision site.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.